Event description:
It was reported that the pt felt like the pump was working initially but at some point (unsure when) pt felt like it stopped working. She said that the pump has flipped in her abdomen many times and at the last refill appointment, they got a full 20 cc back when emptying the pump. On interrogation pump logs showed the pump to have fentanyl 2500 mcg/ml and bupivacaine 20 mg/ml with 6.0 cc in the reservoir. During replacement surgery when it was found that the pump was flipped and the catheter had coiled many times at the pump site. Upon emptying the pump about 18.5 cc was noted in the pump. A 0.01 ml bolus over 1 minute was performed to see if the pump dripped and it did produce a drop. The pump and catheter were replaced. The new pump was filled with the drug from the old pump and programmed at minimum rate. Pt was admitted to the hospital overnight for observation.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.